Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device had stopped working. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
Analysis of lead (B)(4) found the conductors to be broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, lot# va11ywc006, product type: lead. Product ID: 977a260, lot# va0zmqw005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-06-02, (B)(4), additional information was received from the consumer via the manufacturing representative. The patient state that the stimulator had stopped working after she had fallen and she could not feel any parathesia. The representative performed an impedance check and found that 8-15 had high impedances, greater than 40 ,000. The patient was referred to a surgeon for lead and possible battery revision. No further complications were reported as a result of this event.

Manufacturer narrative:
Additional review determined no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they fell down the stairs in (B)(6) of 2017 and had an MRI. A couple of weeks after the fall therapy stopped working so they ¿cranked it up¿ to 12 volts, but they still weren¿t feeling stimulation. During the call the consumer used the patient programmer (pp) to sync with the implantable neurostimulator (ins) which showed therapy was on set on group a at 8.40 volts, even though they normally had it set at 6.0 volts. The pp also confirmed the ins was about 50% charged and the pp battery was about 50% full. The consumer was redirected to their healthcare provider (hcp) to check the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-07. It was reported that the patient was having a consult with the surgeon to revise the lead with the high impedances.the rep later reported on (B)(6) 2017 that the patient had a lead and ins revision; the patient was doing well. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.